Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump did not declare a high blood glucose (bg) alert while customer's bg was approximately 400mg/dl. Tandem technical support requested the customer upload pump for investigation of pump logs, however the customer was unable to upload the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.